Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the power module assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power module assembly, however further root cause could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to power on under ac and dc power. There was no patient use associated with the reported event.